Event description:
The surgeon was attempting to use the stapler. The blue reload was inserted by the or technician. The surgeon was unable to compress the handle to discharge staple. A new stapler with identical part number and lot number was opened and the problem recurred. A third stapler with a different catalog number was obtained and this stapler discharged properly with the blue reload inserted. No adverse effect to the patient was noted.